Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 12:00am. Patient's ((B)(6)) son ((B)(6)) called in stating that (B)(6)'s reading on the prodigy meter was not giving the right results based on the symptoms that (B)(6) was experiencing. (B)(6) was experiencing symptoms of sweating and incoherency. The reading on the prodigy meter at the time of the event was in the 70's mg/dl. Paramedics were called within 1 minute after testing with the prodigy meter and arrived to assist (B)(6) within 10 minutes. Paramedics performed a blood glucose test with their meter but (B)(6) does not recall what the results were. Approximately 12 minutes elapsed between testing with the prodigy meter and the paramedic's meter. (B)(6) stated that paramedics gave (B)(6) something to raise (B)(6)'s blood glucose but does not remember what it was. (B)(4) sent replacement and prepaid envelope requesting return of the suspect system.